Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) during the initial drain. The baxter technical service representative (tsr) explained the alarm to the home patient (hp) and stated that they would need to start over with new supplies. There was no patient injury or medical intervention reported. Baxter product surveillance spoke with the hp on (B)(6) 2010, who stated that the alarm was caused by her son pressing go too soon and she was not connected. She stated that this was a one-time occurrence and she is aware of proper procedures. No injuries had occurred. The hp started over by using new supplies.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The home patient (hp) stated that the alarm was caused by her son pressing go too soon and she was not connected. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).